Manufacturer narrative:
The event occurred in (B)(6). Medwatch (B)(6) is for mobile system, medwatch (B)(6) is for aviva nano system.

Event description:
Caller reported blood glucose results of 4.3 mmol/l on mobile system and 7.5 mmol/l on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.